Event description:
Additional information indicated that patient experienced ineffective stimulation for left-side coverage of the back. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned. Effective therapy was restored for bilateral coverage.

Manufacturer narrative:
Section a4 - weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
The patient fell back in (B)(6) 2021 and we have had issues with coverages due to high impedances on the lead ever since. As such, the patient may undergo surgical intervention to address the issue.